Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was removed while they played vollyball. The insulin pump alarmed critical pump error. Troubleshooting was performed. The insulin pump will return. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with critical pump error and a pump error found in the alarm history file due to a software error. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.